Event description:
10 ml unopened IV syringes for IV compounding were found to have a viscous film on the plunger seal. It appears as if the lubricant that is supposed to be around the circumference of the plunger seal had migrated into the space where drug is contained, posing a risk for contamination.